Manufacturer narrative:
Follow-up #1: date of submission 12/18/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/02/2015 with the following findings: on investigation, the alleged damaged display issue was verified. The display lens was found to be scratched. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the keypad buttons. Unrelated to the complaint, the display screen was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue with a scratched display. Reportedly, the screens could not be read/maneuver safely and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.